Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head returned with seven bands attached. The bands and the suture thread were in good condition. The ligator head teeth and the suture hole were in good condition. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, there was no evidence of problems or defects showed. In addition, the handle was not returned, so it was not possible to identify any problem with it. Perhaps the technique used, or the patient's anatomical conditions could have contributed to this event; however, there is not enough objective evidence to determine that the reported event occurred due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During the procedure, the first band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.